Event description:
The customer reported a malfunction which may result in a loss of manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The adjustable pressure limiting (apl) valve assembly was ordered for replacement to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The adjustable pressure limiting (apl) valve assembly was ordered for replacement to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).